Manufacturer narrative:
G.2. Manufacturing location: bd medical - diabetes care h3 other text : see section h.10.

Event description:
It was reported that before use of the syr 0.3ml 30ga 8mm 7bag 420cas jp the hub was detached with the shield. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syr 0.3ml 30ga 8mm 7bag 420cas jp the hub was detached with the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: the hub was detached with the shield.

Manufacturer narrative:
Level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9176507. Investigation summary: customer returned photos of a 3/10cc, 8mm, 30g syringe with the poly bag from lot # 9176507. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #9176507. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that before use of the syr 0.3ml 30ga 8mm 7bag 420cas jp the hub was detached with the shield. The following information was provided by the initial reporter, translated from japanese to english: the hub was detached with the shield.